Event description:
The international distributor reported the ventilator went vent inop and alarmed upon power up. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. The distributor reported the unit was due for a snubber pcb replacement per a MFR recall notice. The distributor informed the MFR that when the snubber pcb was removed from the power supply, it was noted to have evidence of overheating. The distributor reported the damage to the snubber pcb caused damage to the power supply, which resulted in the reported vent inop occurrence. The distributor's service engineer replaced the power supply to correct the reported problem. The power supply was requested to be returned to the MFR for failure analysis and testing.